Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 435 mg/dl. Customer stated that she has been diabetic and she can handle it, her issue is with the blood glucose. Customer gave herself multiple dose of insulin. Customer declined troubleshooting for high blood glucose. The device is not expected to be returned for analysis.